Event description:
The event is reported as: the customer alleges that the unit overheats during use. No report of a patient injury or delay in treatment. The condition of the patient is reported as fine.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial (B)(4) was manufactured on (B)(4) 2011. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required. See scanned page.